Event description:
It was reported that during normal follow up, post sensed t wave oversensing was noted upon interrogation. Patient was asymptomatic. Programming changes were made. Patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.